Event description:
After 1 day in use, the amt gtube button balloon broke. This tube had previously been replaced by the patient's parents 2 days before due to that balloon button breaking as well. We have seen a few of these events recently. This is the most concerning though since the tube was only 1 day old. I met with our field rep and she picked up the defective tube to return it for further investigation.